Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 0.2m leaked. The following information was provided by the initial reporter: hello we recently had an issue with a inline filter leaking on one of our continuous infusion chemotherapy bags for an inpatient at our hospital.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 20-sep.-2022. H6: investigation summary one sample was received and tested by our quality team. The set was primed and the leak in filter was immediately noticed and the complaint was verified. Under microscope there appeared to be no cosmetic issues with the infusion set. The filter was then sent to the filter manufacturer in the united kingdom. After washing the set with distilled water and drying the filter, leak was eliminated. The root cause of the leak is unknown however it is likely that fluids used within the filter has caused the hydrophobic membrane to become temporarily compromised. A device history record review for model 10010454 lot number 22025133 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 0.2m leaked. The following information was provided by the initial reporter: hello we recently had an issue with a inline filter leaking on one of our continuous infusion chemotherapy bags for an inpatient at our hospital.